Event description:
Information received by medtronic indicated that the insulin pump multiple pump error pump error alarms. Customer was able to clear the alarm and was able to rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black the insulin pump was returned for pump error 130 alarm, pump error 43, and pump error 38 alarms found on (B)(6) 2022. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected pump error 130, pump error 38, and pump error 43 alarms noted during testing. Unit successfully downloaded to thus. Multiple pump error 130 confirmed in the insulin pump history/trace files on (B)(6) 2022 07:54:37, (B)(6) 2022 13:19:54. Pump error 43 was found in pump history on (B)(6) 2022 07:17:25. Pump error 38 confirmed in the pump history/trace files on (B)(6) 2022 16:48:00. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, or force sensor. Force sensor was measured and is within spec (23.3 mv at zero offset). Motor was tested outside of the device using the ngp system board test. Motor was opened and found dried insulin damage on motor slide. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, damaged display window cover, cracked case, cracked case (battery tube), and broken belt clip rails. Pump error 130, pump error 43, pump error 38 due to dried insulin found on the motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.